Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was use error - incomplete connection. The patient confirmed that the heater line disconnected while troubleshooting; the line was not twisted all the way and came loose. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample will not be returned. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
During troubleshooting for a separate report, the home patient (hp) stated, the heater line became disconnected while trying to troubleshoot. The tsr advised the hp to start therapy over with new supplies. On (B)(6) 2011 product surveillance contacted the hp who stated that the issue was resolved by ending therapy and starting over with new supplies. The hp confirmed that the heater line disconnected while troubleshooting; the line was not twisted all the way and came loose. The hp verified that there were no defects with the supplies. The hp stated no adverse event resulted from this incident. The hp stated, she was doing fine and continuing therapy without issues. There was no patient injury or medical intervention.